Event description:
Additional information: patient states this has been occuring for several days. Patients therapy has had to be extended by 7 days as not improving.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Visual and functional testing were performed. One sample was received in decontaminated condition without its original packaging. During the visual inspection it was observed that the sample does not contain the blue clip, no damage, kinks or defects were detected in the sample. During the functional testing, the sample passed the accuracy test; thus, the reported failure mode was not confirmed. The root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No actions are required since the complaint was not confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, under infusion of 29% (meropenen 2 gm IV q 8h (24 hr bag) was noted. No adverse effects were reported.